Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test alarms. The customer states they have changed out the batteries but continue to receive the alarm. The customer's blood glucose level at the time of incident was 179mg/dl. The customer states there is also a close circle on their device. The customer was advised the close circle meant the pump was not delivering insulin. Troubleshoot was conducted. The customer is being sent out replacement battery cap. The customer was advised to monitor the device, and call back if issues persist.